Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant of this right ventricular lead, difficulties were noted placing the lead due to repeated lead dislodgement during the procedure prior to pocket closure. However, the lead was eventually successfully implanted with no further issues. Two days later, a follow up appointment occurred, and it was noted the lead had dislodged. A revision procedure was performed and the lead was repositioned, however after the procedure, the lead was noted to have dislodged once again via an electrocardiogram and x-ray imaging. The same day, a second lead revision was performed, in which the lead was explanted and replaced without difficulty. No adverse patient effects other than the additional procedures were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Cuts in the insulation at 337 to 340 mm from the terminal pin due to removal of the suture sleeve. Further visual analysis was performed, and it was noted there was nothing wrong with the lead that would cause a dislodgment and placement difficulty. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.